Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replace due to an unspecified malfunction.

Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and inlet tubing/connector were received for evaluation. Evaluation revealed a separation in the shorter pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed this to be confined abrasion, indicating that the tubing may have kinked and abraded against itself over a period of time. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. Microscopic evaluation revealed partial separations within abrasion. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on the cylinder 1 and cylinder 2 exhaust tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the inlet tubing/connector segment. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to the shorter pump exhaust tubing kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation of the shorter pump exhaust tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.